Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed corrosion on one of the ch connector pins. The device failed functional testing. X-ray inspection revealed visible anomalies inside the ch cable.

Event description:
It was reported the spo2 signal is intermittent with inconsistent alarms. No patient impact or consequences reported.